Event description:
When the monitor is connected to the electrical sector, the curve becomes totally unreadable due to interferences. The curve is also unreadable when the monitor is connected to the hospital's corrugated electrical network.

Manufacturer narrative:
The catheter shows an abnormal position of the micro-wires in the capsule, with a potential risk of contact with the capsule. Functional tests show the presence of significant noise when the catheter is immersed in water (38°c), and visibly confirm a direct link with the unusual position of the micro-wires. The noise and disturbances observed in use therefore seem to be due to a faulty positioning of the micro-wires. A CAPA is currently under processing for this defect this report is being resubmitted because the previous report sent on 04/03/2025 (increment 00004) was not accepted.

Event description:
When the monitor is connected to the electrical sector, the curve becomes totally unreadable due to interferences. The curve is also unreadable when the monitor is connected to the hospital's corrugated electrical network.

Manufacturer narrative:
It was requested to keep the device after explantation for analysis.